Event description:
A malfunction alarm identified as malfunction 21 was reported. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. The customer's pump was not resettable, so tandem technical support arranged for a replacement pump to be sent and instructed the customer on how to use storage mode and return the faulty pump within 10 days using a pre-paid ups label. The customer will use manual daily injections as a backup therapy to ensure continued insulin delivery.